Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were multiple intermittent delays when the customer interacted with the pump touchscreen. There was no impact to the customer's blood glucose level. During troubleshooting with tandem technical support, customer was reminded that touching a non-touch feature will cause the screen to time out. Customer acknowledged.